Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced an infection on the peg stoma site and was taking cephalexin 500mg since on (B)(6) 2022.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced an infection on the peg stoma site and was taking cephalexin 500mg since on (B)(6) 2022.

Manufacturer narrative:
Reference record (B)(4). Additional data in b4 and h6. H6 code of 4581 was chosen to capture the event of buried bumper.

Event description:
On (B)(6) 2022, it was reported that patient had a buried bumper. The peg was still patent so the lcig infused until a surgical date was established to remove the tube.

Manufacturer narrative:
Reference record (B)(4) additional information added to b5, d6b, and h6 the device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 03 jan 2024: approximately on (B)(6) 2022 the patient experienced a stoma site infection and began treatment with cephalexin 500mg since (B)(6) 2022. In (B)(6) 2022 the patient experienced a buried bumper. On (B)(6) 2022, the tubing was removed and replaced.